Event description:
I was provided a "new" medela pump in style advanced double breastpump for my newborn daughter who was born on (B)(6) 2015. The pump has a "short circuit/defect" with the vacuum control knots in which I would only give you very slight suction and when you tried to turn it up the unit would completely turn off. This unit is not rechargeable and works only by being directly plug into the wall so I knew it was not an issue with the plug/power. When I called into medela to report this (approx on (B)(6) 2016) I specifically stated to them that the issue is with a problem with the vacuum adjustment setting knob and it had a very obvious circuit short/failure because the unit turns on power up fine, but the knob is not properly working and completely turning off the unit when I turn it up. Medela was adamant about sending me a new wall plug to fix the issue which completely astonished me. I told them again the pump powers on fine and it is not a rechargeable unit so if it was the plug it would not turn on at all (I made sure the wall plug was securely seated/connected to the unit to confirm that was not the cause and I told the medela rep this multiple times). I am pretty tech savy and can decipher basic electrical issues like this). I explained to them the vacuum knob/switch is obviously defective/failed and operating erratically. Medela insisted that their "protocol" is to only start out by sending me a new wall plug and they insisted on this option only (no ifs, ands, or buts). So now my wife has no way to pump to main and increase her milk supply we are struggling with already. Our baby was not gaining the weight our doctor stated she needed to be at and the baby's body temperature was dropping and not maintaining where it needed to be. Medela has now set us up for failure and delaying a proper remedy to fix the problem by negligently insisting to send us a new wall plug; this will not do anything to resolve the problem. So we got the new plug in the wall and of course it did absolutely nothing which in the end has delayed us in giving our baby what she needs. Another important note to mention: when looking at the pump closer it appears to be refurbished/remanufactured unit by seeing how the faceplate on the pump appears to look and fit. The faceplate was not sitting flush on the unit and leaves a gap/not sealing the main pump base area to the faceplate. The back of the faceplate also has (4) snap tabs on it but the base unit underneath where it snaps to only has (3) tabs to connect to. This is not allowing the faceplate to sit flush to the base unit to maintain sealed/complete suction which is another problem I discovered. Makes it appear the unit has been parted out/remanufactured with older or defective parts. I also brought this to the attention of the medela rep over the phone (a faceplate issue and the vacuum knob issue that shows up online on FDA/ftc/company recall sites and she just blew it off saying this occurred with older units and mine was a "new unit. This again leads me to believe they are still negligently sending out these older/defective/remanufactured/parted out units to new mothers. I am a vigilant consumer and can say I am a person who is meticulous and your best eyes/ears in the consumer market when it comes to things like this, so please followup with me if you need to because I will fully assist in anyway I can to prevent other new parents from having to deal with this. Thank you.